Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient underwent a revision of the left subthalamic nucleus (stn) lead of the deep brain stimulation (dbs) system in which the lead was repositioned due to migration. A computerized tomography scan (CT scan) confirmed the location of the lead was outside the target area after the initial implant. The patient is doing well post operatively and a CT was performed and confirmed the placement after the revision.